Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, after approximately one and half days of pod wear on the arm, the pod experienced a communication error with the continuous glucose monitor (cgm) in use at the time (abbott freestyle libre 2+), which resulted in hospitalization. No further details were provided regarding symptoms, the healthcare facility where the patient was admitted, treatment provided during admission, or length of hospitalization. The patient reported that the pod was discarded and is unavailable for investigation. Additional event information has been requested, and a supplemental report will be submitted if received.